Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate gemini device, it was reported that the device was used for a thorascopic surgical ablation procedure. The customer had completed 8 concave lesions on the right side for a total of 299 seconds. The customer then changed the device position to ablate in the convex position on the right side for a 12 lesion which was a total of 460 seconds. When the device was pulled out of the thoracotomy to move to the left side, it was noticed that the jaw on the side with the grey guide was broken. The device was able to be pulled out without any issues. The part that had broken off was able to be removed. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the cable was not broken prior to use. The jaws of the bipolar device were not clamped onto a surface besides tissue. The jaws were closed and locked 20 times. The broken piece fell into the patient. The broken piece was retrieved from the patient through the thoracotomy port with minimally invasive forceps. Medtronic received additional information that forceps were used to guide the tips into place. The guides were used during the placement of the tips. There was no additional positioning necessary after the guide had positioned the tips. It was not noticed whether the issue resulted in shortened ablation. The customer was unsure exactly when the guides broke between the concave and convex lesions on the right side. Device evaluation summary: visual inspection shows one of the jaw tips is broken off. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.